Manufacturer narrative:
Product complaint # :(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records patient was revised to addressed left failed total hip arthroplasty with squeaking metal on metal articulation. Once we entered the joint there was release of darkly fluid. Thick gray reactive synovitis with multiple areas of black dense material scattered through the synovium. Metallosis was tracked along the acetabular and neck of femoral component bone interface. It was obvious that the acetabular component was too vertical. Doi: (B)(6) 2005 dor: (B)(6) 2011 left hip. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required.